Manufacturer narrative:
(B)(4).

Event description:
It was reported that following a fall, the pt lost stimulation and felt shocking/jolting. The shocking was felt from the device pocket to the pt's groin. Upon reprogramming, 2 open circuits were identified and the device was programmed around them. The potential need for surgical revision was reviewed. Additional info was requested.